Event description:
In 2006, the patient was treated for a descending thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The patient was not a candidate for an open procedure as he had extensive pulmonary comorbidity. A conduit was successfully used to gain sheath access. Two gore tag thoracic endoprosthesis devices were correctly positioned and deployed. The final angiogram revealed no evidence of endoleaks, no coverage of the celiac artery and the aneurysm fully excluded. According to an imaging report from 2006, the patient presented with paralysis. A lumbar drain had been placed. The findings included spinal cord infarction, early degenerative disc disease of the lumbar spine and spinal stenosis from l3 to l5.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork is being conducted. Additional device implanted in the primary procedure tg4020/lot #04189103.